Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-mar-2023. The most recent information was received on 07-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("perpetual light-headedness") in an adult female patient who had essure inserted (lot no. A47944) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced irritable bowel syndrome ("gastrointestinal disorders (irritable bowel syndrome (ibs ) small intestinal bacterial overgrowth (sibo))") and gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)"). In 2017 she experienced ear, nose and throat disorder ("ears, nose and throat (ent) problems") and deafness unilateral ("loss of hearing on the right ear"). In 2018 she experienced gingival recession ("gum recession"). In 2020 she experienced fatigue ("chronic fatigue"), depression ("depression") and alopecia ("loss of hair"). In 2021 she experienced eczema ("face eczema"). In 2022 she experienced dizziness (seriousness criterion intervention required), asthenia ("total asthenia"), feeling abnormal ("brain fog"), memory impairment ("memory disorder") and disturbance in attention ("concentration problems"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy ¿ salpingectomy ¿ oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to irritable bowel syndrome, gastrointestinal bacterial overgrowth, ear, nose and throat disorder, deafness unilateral, gingival recession, fatigue, depression, alopecia, eczema, asthenia, dizziness, feeling abnormal, memory impairment or disturbance in attention. Lot number: a47944, manufacture date: 2012-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("perpetual light-headedness") in an adult female patient who had essure inserted (lot no. A47944) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2013, the patient had essure inserted. In 2015 she experienced irritable bowel syndrome ("gastrointestinal disorders (irritable bowel syndrome (ibs ) small intestinal bacterial overgrowth (sibo))") and gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)"). In 2017 she experienced ear, nose and throat disorder ("ears, nose and throat (ent) problems") and deafness unilateral ("loss of hearing on the right ear"). In 2018 she experienced gingival recession ("gum recession"). In 2020 she experienced fatigue ("chronic fatigue"), depression ("depression") and alopecia ("loss of hair"). In 2021 she experienced eczema ("face eczema"). In 2022 she experienced dizziness (seriousness criterion intervention required), asthenia ("total asthenia"), feeling abnormal ("brain fog"), memory impairment ("memory disorder") and disturbance in attention ("concentration problems"). Essure was removed on (B)(6), 2023. The patient was treated with surgery (hysterectomy ¿ salpingectomy ¿ oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to irritable bowel syndrome, gastrointestinal bacterial overgrowth, ear, nose and throat disorder, deafness unilateral, gingival recession, fatigue, depression, alopecia, eczema, asthenia, dizziness, feeling abnormal, memory impairment or disturbance in attention. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.